Event description:
(B)(4). This is the same case as report 2134265-2009-05029. The patient was enrolled in (B)(4) of 2005. The patient had a lesion type ii located in the left carotid artery. The lesion length was 20mm with a reference vessel diameter of 6mm. There was 80 % stenosis as measured by nascet. There was no thrombus, no ulceration, no dissection, and no pseudo aneurysm present. There was 3+ calcium pressent and there was moderate target vessel tortuosity. The stent diameter was 7mm and the length was 50mm. Cerebral protection filterwire ez was used. A non-bsc balloon catheter was used during the pta procedure. A heart rhythm stimulant, atropine 1 ui was used. No vasodilator was used during the procedure. There was a peri-operative event of hipoxic convulsion due contrlat car occlusion. The procedure was temporarily stopped and medical therapy was provided (no further data on medical intervention was provided). The event resolved with no residual effects. There was successful placement of the stent at the intended site and successful use of the cerebral protection device. The procedure technically was successful with 0-29% residual stenosis. Post-procedure the carotid stent was patent and there was 0% residual stenosis. The patient was asymptomatic. There was a complication less than 24hrs after the procedure of temporary (10 min) visual deficit described as foggyness. The patient had a six month follow-up in (B)(6) of 2006. The patient was asymptomatic. The carotid stent was patent with 0% residual stenosis. The speech and language and the motor system were normal and were improved as compared with the last visit. The mental and intellectual functions, cranial nerves and eye examination and sensory system were functioning normal and were unchanged from the last visit. There were no complications since the last visit.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.